Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect device finds the scu event log had recorded a history of intermittent communication issues with the position sensor on port 1. Also noted, the fault light does not reset when power is cycled; it is monitoring conditions and is lit when a failure is present. Root cause is electrical; intermittent communication issues found directly caused the event.

Event description:
A medtronic representative reported a camera not functioning properly. The scu orange light is blinking and the camera was not recognizing any instruments. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.